Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was damaged on the compact air drive device. It was further determined that the device failed pretest for general condition, check reverse locking mechanism, check for air leak, check for excessive noise and check the power with test bench: min. 110 to 160 w. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
In addition to the malfunctions identified in the initial report, during repairs, it was determined that there was some damage at the back and the bearings and seals were worn. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.